Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received stating there was a dent in the optic when the surgeon placed it in the cartridge before surgery. The surgery was started and completed with a new lens. No patient impact.

Manufacturer narrative:
The product was returned for analysis and the reported damage was observed. The photo shows iol positioned incorrectly in lens case base. The reported defect on the optic is not visible on the photo due to its quality. No conclusion can be determined from the photo. Iol returned positioned incorrectly in the iol case. Solution is dried on the iol. The optic is scratched/marked-rejectable. We are unable to determine the root cause for the reported complaint "defect on the optic". The returned iol shows evidence of possible handling by the customer due to the presence of solution. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed optic damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that an intraocular lens (iol) implant presented with a defective optic. The timing of the event and patient impact are unknown. Additional information has been requested.